Manufacturer narrative:
Further information confirmed the device was not used in the patient and did not contribute to the adverse event. Therefore, this event no longer meets adverse event reporting criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The cardiomems implant was aborted after the position with a non-abbott guidewire was lost. Due to this, the catheter was repositioned and the patient developed flash pulmonary edema and hemoptysis. The patient was stabilized in the cath lab and admitted to the hospital. The sensor was not implanted.